Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the secondary incision leaking after laser assisted cataract surgery. The laser treatment and cataract extraction were uneventful; however the secondary incision was leaking and the surgeon used a suture to close. He reports the incision should be longer and less steep. His selection for the incision was the most shallow allowed by the software. There were no further complications. Additional information has been requested.

Manufacturer narrative:
Based on assessment of the manufacturing record, the product met specifications at the time of the release. The root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The operative eye was the right eye.